Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the pacemaker exhibited premature battery discharge. The device was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The field complaint of premature discharge of battery was not confirmed. The device image indicated that voltage was above elective replacement indicator (eri) level during the whole implant duration and eri was falsely triggered due to auto capture being enabled, that affected the estimated longevity of the device. Longevity assessment was performed based on nominal settings, and normal battery depletion was determined.